Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during an (egd) esophagogastroduodenoscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure the pullwire broke, became frayed, and the jaws stopped working. The frayed part of forceps damaged the working channel as the forceps were being removed. The scope was removed from the patient. No part of the pullwire detached. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that only the distal section of the device was returned. Additionally, the needle tail was found to be bent. Functionally, the unit was not tested due to the return condition. No abnormalities were noted with the device riveting and welding which were within design specification. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the needle tail was bent, which the customer likely associated with the pullwire. The bent needle tail likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. An investigation is underway to address the needle tail issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during an (egd) esophagogastroduodenoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure the pullwire broke, became frayed, and the jaws stopped working. The frayed part of forceps damaged the working channel as the forceps were being removed. The scope was removed from the patient. No part of the pullwire detached. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.